Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient's mother reported her daughter's blood glucose was reading at 60 mg/dl and that she was feeling nauseous and was vomiting. So she took her to the hospital and upon arrival she was treated for a stomach virus. She stays in the hospital for three days before being released. She did not provide any further information regarding the hospitalization or her daughter's treatment.